Event description:
It was reported via literature article that rotawire guidewire fracture occurred and subsequent coronary rupture.a patient with a prior left internal mammary artery (lima) graft to the left anterior descending artery presented with a calcified left circumflex artery lesion. The lesion was characterized by significant proximal bending and enlargement of the distal left main coronary artery (lmca). During rotablation with a 1.5 mm burr on a rotawire floppy, frequent prolapse of the driveshaft into the enlarged lmca occurred, resulting in driveshaft and rotawire fractures and subsequent coronary rupture. Left coronary angiography following the implantation of two polytetrafluoroethylene covered stents showed no evidence of contrast extravasation. However, lima graft angiography revealed contrast extravasation from the distal lmca, necessitating surgical repair. The patient was discharged in stable condition 13 days later. No adverse clinical events were observed during the 4 year follow up period.

Manufacturer narrative:
B3 date of event: literature article publication date. E1 initial reporter city: (B)(6). Detailed product information was not provided to bsc, because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. Kaneko, u., kashima, y., sugie, t., kuramitsu, s., tadano, y., takeuchi, t., kobayashi, k., kanno, d. And fujita, t. (2025), fracture of rotational atherectomy burr: pre-fracture signs, mechanisms, and management strategies. Catheterization and cardiovascular interventions, 105: 1608-1615. Https://doi.org/10.1002/ccd.31496.

Event description:
It was reported via literature article that rotawire guidewire fracture occurred and subsequent coronary rupture. A patient with a prior left internal mammary artery (lima) graft to the left anterior descending artery presented with a calcified left circumflex artery lesion. The lesion was characterized by significant proximal bending and enlargement of the distal left main coronary artery (lmca). During rotablation with a 1.5 mm burr on a rotawire floppy, frequent prolapse of the driveshaft into the enlarged lmca occurred, resulting in driveshaft and rotawire fractures and subsequent coronary rupture. Left coronary angiography following the implantation of two polytetrafluoroethylene covered stents showed no evidence of contrast extravasation. However, lima graft angiography revealed contrast extravasation from the distal lmca, necessitating surgical repair. The patient was discharged in stable condition 13 days later. No adverse clinical events were observed during the 4 year follow up period.

Manufacturer narrative:
Investigation results:device history review:a review was not completed of the device history records (DHR) for the device. The DHR review cannot be performed as no batch number was reported and a ship history cannot be performed since the customer number was not reported. Device analysis findings:the device was not returned for analysis; therefore, a technical analysis could not be performed.investigation conclusion:this investigation has been assigned the conclusion code of adverse event related to procedure, following a review of the reported event details and available information. It is likely that the issue could be related to an excessive force applied to the device during procedure, as well as operational factors such as handling/technique, and can be attributable to factors that can occur during procedure with the use of the device, causing the reported event. The clinical events of perforation, cardiac, additional device required, hospitalization or prolonged hospitalization and additional surgery are anticipated in nature and severity as per the instructions for use (IFU). B3 date of event: literature article publication date.e1 initial reporter city: (B)(6).